Manufacturer narrative:
The qc data provided showed that the tsh level 1 control was acceptable the day prior to the event. No other qc data was provided. The investigation found that qc was not performed on the day of the event. It is not known if qc was performed within 24 hours of the event for tsh and ft4 assays. The investigation found that the sample volume collected was half of the target draw volume of the collection container. The field service engineer checked the analyzer aspiration, voltage, syringe, and rinse units. The investigation did not identify a product problem and determined that the cause of the event is consistent with improper pre-analytical sample handling.

Event description:
There was an allegation of questionable elecsys tsh assay ver.2 and elecsys ft4 iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, the initial tsh result was 0.052 uiu/ml with flag and the initial ft4 result was < 0.039 ng/dl with flag. The results were reported outside of the laboratory. On (B)(6) 2022, the sample was repeated. The repeat tsh result was 0.203 uiu/ml and the repeat ft4 result was 1.02 ng/dl. The tsh reagent lot is 62744203 and the expiration date is 31-mar-2023. The ft4 reagent lot is 62323401 and the expiration date is 30-apr-2023.